Event description:
Biopince instrument failed to obtain a core sample resulting in an extra biopsy. Manufacturer response for biopince biopsy device, biopince (per site reporter). Trying to fix the problem.